Event description:
It was reported that the patient had heart block and presented after becoming symptomatic. It was also reported that there was early battery depletion and that the device was at eri (elective replacement indicator). It was further reported that the device's eri was triggered by the battery's impedance measurement. The physician was not happy because he told the patient there were many years left on the battery. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4)-2011, prior to explant. (B)(4) version 8 installed on (B)(4)-2010. Analysis of the returned device found the eri is the result of high internal battery resistance.